Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeat issue. A review of the customer provided image reveals the devices batch number and product number. The image also reveals the depth gauge tube has been moved from manufacturer intent. The deployment knob appears stuck after being depressed and not returning to proximal position without manual assistance. A review of the instructions for use found: read these instructions completely prior to use. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned without t1 anchor and suture. During initial inspection no sight of t2 in device. The depth gauge limiter has been pushed out from locking mechanism. The needle has been bent. The depth gauge tube has signs of stress. T2 was not found with device after function testing. A functional evaluation revealed the deployment knob could be depressed with a lot of resistance. Once the device was actuated the deployment needle became jammed at the distal tip without returning to proximal position. The deployment knob no longer moved the needle. T2 was not deployed upon depression. The depth gauge limiter could function as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, using the fast-fix 360 curved ndl delivery sys, t2 cannot be deployed. The procedure was completed with a delay of 30 minutes using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.